Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had experienced low blood glucose level. Blood glucose level at the time of incident was 46 mg/dl. Customer was not using the auto mode feature. The insulin pump will not be returned for analysis.